Event description:
Lap chole - "went to clip cystic duct and artery and fired 1st clip and it scissored and started to tear the tissue. He fired 2 more and the 4th clip scissored cutting more of the tissue. He took out clip applier and finished the case with covidien clip."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.